Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of stent migration.

Event description:
It was reported that a polaris loop ureteral stent was implanted into a patient on (B)(6) 2025. Post procedure, the implanted stent migrated and came out from the patient during urination, possibly related to the patient's excessive activity. The removed stent was replaced with another of a different model and there were no patient complications reported.